Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned, thus the failure mode reported was not confirmed. D5 operator of device is patient/consumer. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient was experiencing an infusion site reaction. No medical or surgical intervention was reported.